Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide had fractured, and the fragment was not returned with the device. The analysis found the assembled device returned a green light and produced a welcome tone, but immediately alarmed when the device was activated. The waveguide was inspected under magnification and a crack was identified. The waveguide was excessively torqued to the side during use, causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the battery would not charge, charger was not working and had a red light. The generator would not power up. Clamps were in normal operation at the beginning of the procedure. The batteries and generator were changed without success. Procedure was completed by replacing the tweezers. No part of the dissector broke. There was no patient injury. Medtronic's initial evaluation of the incident device found that the waveguide had fractured. The fragment was not returned with the device.